Event description:
Information was received from a patient regarding a device. Pt reported that the wireless recharger was not charging the ins up to 100% anymore after charging for over an hour. Pt stated the that wireless recharger is working, they were able to charge the ins maybe 80% then it stops and it won't go past through 80%. Pt said the issue started on (B)(6). Patient called back with equipment present. Patient stated the implant does not charge to 100% despite being on excellent connection for over an hour. Patient stated sometimes the quality would jump between good and excellent. Agent had patient reset handset and recharger and toggle airplane mode. Patient was able to start charging at good connection at 60%. Agent told patient to monitor issue. The steps on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was starting about 4 days ago every time the patient (pt) went to recharge the implantable neurostimulator (ins) they would always have something go wrong. Pt would be recharging at excellent and then without moving it would go to good. During call pt verified closed all applications and pt reset the wireless recharger. When pt attempted to recharge the ins they got excellent connection but then it went to good connection. Pt could no longer maintain an excellent connection. The issue was not resolved. A request was sent to the repair department to replace the wireless recharger. Additional information was received from the patient. The patient stated that they had the replacement wireless recharger (wr) charging for over 5 hours and when they try to power on the wr the battery indicator light was orange and the wr will not stay on. Agent requesting docking station to be replaced. Additional information was received from the patient (pt). Pt reports the cause of the incomplete recharge was not determined. Pt states that they were sent two replacement rechargers and one worked. Pt reports the issue was resolved by the replacement rechargers.